Event description:
Patient reported receiving an 01 (empty cartridge), but did not receive the 10 (cartridge low warning). Patient indicated that when she reviewed the alarm history, a 10 error was listed. Patient indicated that she did not hear the beeping. Patient did not report any physiological effects.